Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer (fse) and found that loading deck had been bent by operator which resulted in patient interfaces not being seated correctly. Fse repaired loading deck and performed z-calibration and cut multiple gels. Remained on site to perform surgery support. System meets all manufacturer's specifications. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and there was a flap complication which resulted in a button-hole and vertical gas breakthrough in the right eye (od), post treatment. The treatment was aborted. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities.